Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was 420 mg/dl. The customer states they tried to treat with the pump but received the no delivery alarm. The customer attributed the highs to pump having run out of insulin. The customer states the cannula was bent. The customer was advised that replacement sets would be sent. The customer declined to troubleshoot for the highs and no delivery alarm.